Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon was attributed to the failure of the ccd unit. The exact cause of the ccd unit failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon due to the failure of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.